Manufacturer narrative:
The failure for heat and noise was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the technician confirmed the spindle housing was damaged by debris and the motor sockets were corroded.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.